Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician energized the autotome rx 49 to cut the papilla and the cutting wire broke. Reportedly, the exposed cutting wire had fully exited the endoscope when the device was energized. Additionally, no part of the cutting wire detached and fell into the patient. The physician removed the endoscope and the autotome rx 49 was removed from the endoscope after cutting the device at the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 49 was analyzed, and a visual evaluation noted that the cutting wire was broken and bent. Additionally, the returned device was cut in the proximal section and the wire was kinked. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was no constant contact with the tissue when electrocautery current was applied or if voltage exceeded the maximum voltage rating. Additionally, the working length of the device was cut, and the cutting wire was kinked. This was likely done to remove the device from the endoscope so that the broken cutting wire did not damage the inside of the endoscope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician energized the autotome rx 49 to cut the papilla and the cutting wire broke. Reportedly, the exposed cutting wire had fully exited the endoscope when the device was energized. Additionally, no part of the cutting wire detached and fell into the patient. The physician removed the endoscope and the autotome rx 49 was removed from the endoscope after cutting the device at the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.